Manufacturer narrative:
(B)(4). (B)(5).

Event description:
The customer received a questionable high troponin t hs stat result for one patient sample. The initial result was 34.27 pg/ml with a data flag and was reported outside of the laboratory. The doctor questioned the result and the sample was repeated with results of 3.46 pg/ml and 4.54 pg/ml. There was no allegation of an adverse event. The reagent lot number was 245180. The expiration date was requested but was not provided. The investigation was unable to find a definitive root cause. A general instrument or reagent issue could be excluded.